Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The reporter stated that at the end of the expected therapy time of 46 hours, there was approximately several ml of solution that remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h4: the device was manufactured from august 5, 2019 ¿ august 6, 2019 (omitted in follow up 1). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h4, h6. H10: the device evaluation was completed. The sample was returned to the plant containing 32 ml of fluid in the bladder. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the flow rate results were within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.